Event description:
It was reported that the customer was hospitalized for high blood glucose. It was also reported that the nurse was trying to put the customer back on the insulin pump but the up arrow button was not responding. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no battery alarms were noted. The insulin pump passed the off no power test, self test, reset error test, displacement test, rewind, basic occlusion test and excessive no delivery alarm test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.